Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings. Evaluation in process.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which a torque indicating wrench tip broke off in the set screw and was unable to be removed. The set screw remains in the patient.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The instrument was determined to be within calibration. It was likely that the tip sheared due to over-torqueing.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which a torque indicating wrench tip broke off in the set screw and was unable to be removed. The set screw remains in the patient.